Event description:
A customer contacted baxter's technical service center to report an overfill during dwell 1/3. The home patient stated that he felt too full. The initial drain volume was 490ml; the last fill volume was 2500ml. The therapy settings were continuous cycling peritoneal dialysis/intermittent peritoneal dialysis (ccpd/ipd), total volume = 12000ml, therapy time = 10:00, fill volume = 3000ml, last fill volume = 2500ml, dextrose = same, initial drain alarm = 1400ml. The home patient had received a low drain volume alarm in the initial drain and called earlier for assistance with a bypass. Technical service rep (tsr) assisted in putting the home patient into a manual drain. The drain volume was 731ml and then the home patient stopped draining. The home patient stated he felt overfilled. Tsr advised the home patient to use a manual bag to drain and advised the home patient to notify the nurse. During a follow up call to the nurse, the nurse stated that the patient's catheter was defective and prevented him from draining. The home patient had also bypassed drain cycles himself multiple times. The patient has had catheter replacement surgery since the date of the reported overfill and is temporarily on hemodialysis. The patient had been retrained by the nurse on bypassing appropriately. There was no patient injury as a result of this incident.